Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a slight burning sensation on the lower part of their right scrotum pretty much since they were implanted. When they would change programs, the patient would increase the amplitude to where they thought it was "hurting enough" and maybe a day or two later the hurting would go away, but the burning sensation was still there. The patient noted that the stimulation never felt like a tingling sensation, just burning. The patient stated they had always had a slight burning sensation regardless of the active program. The patient mentioned that the last time they changed programs was sunday, but the pain had not gone away. The patient noted that up until sunday the pain would go to a slight burning sensation in a day or two, but this time the pain had not gone away. The patient was advised they could consider decreasing amplitude or changing programs. The patient added that they had a diagnostic ultrasound of their testicles on monday, and it seemed as though the ultrasound negated any relief they had been getting from the therapy. The patient explained that their urinary symptoms increased and they needed to use more pads. The patient said they were on "level 1" prior to the ultrasound, so they changed to "level 5" when they noticed the symptoms increased. Information regarding diagnostic ultrasound compatibility was reviewed with the patient. The patient asked if the burning sensation they were experiencing was normal. Stimulation expectations were reviewed with the patient, and they were redirected to their healthcare provider (hcp) to further address the issue. The patient was advised they could consider turning therapy off if pain/discomfort didn't resolve regardless of the amplitude or active program.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the step taken to resolve the issue with the urinary symptoms after ultrasound included trying to find a program that worked. They reported no other steps were planned.